Manufacturer narrative:
Based on the claim against the product by the customer noting error message on the erbe generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical (iesu) due to continuous u-02 error. The system was tested and verified as ready for use. Isi received the iesu generator involved with this complaint the unit was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system, run in normal mode, and error u-02 came up. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is being reported based on the following conclusion: the customer converted to a third-party generator after the start of the procedure due to a faulty erbe. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted bilateral inguinal hernia surgical procedure, customer was getting errors on the erbe generator. The clinical sales representative (csr) called the technical support engineer (tse) after the case had completed. The csr had shut it down and then called in. Tse had the csr turn the system back on and the errors returned. Tse had the csr do a hard restart of erbe and vision side cart (vsc), remove food pedal cables, and reseat rcb cable and power on the system; however, there was no change. Tse advised the csr that the customer not be able to use the erbe in further cases. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient had two-part procedure due to multiple hernias. The first part of procedure was for an inguinal hernia bilateral robotic procedure which was completed robotically as intended. The robot was undocked and put away in the corner. The second part of the procedure was for an umbilical hernia procedure, and the surgeon had plans from the beginning to do this part as open surgery. When the bovie pen was connected to the isi erbe, the erbe malfunctioned and did not work. Therefore, the surgeon connected the bovie pen to a covidien third party generator to complete the procedure as open as intended. There was no procedure delay in both parts of the planned procedure. The patient had no injury, and the procedure was completed.